Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was seen on (B)(6) 2018 and in situ measurements showed affected channels. Parent reported no occurrence of an accident or trauma. Hearing performance with the device was allegedly affected. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen on (B)(6) 2018 and in situ measurements showed affected channels. Parent reported no occurrence of an accident or trauma. Hearing performance with the device was allegedly affected. The recipient was re-implanted.